Event description:
It was reported that after the lead was replaced, the device still exhibited high impedance. The device was explanted and replaced.

Event description:
Caller reported blood glucose results of 311 mg/dl on advantage system 1, 119 mg/dl on advantage system 2 within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event was confirmed in the laboratory. The high impedance measurements were caused by a broken ICD-to-can wire.